Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the solenoid driver board and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) was unable to obtain proper voltages on test points on the solenoid driver board. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) was unable to obtain proper voltages on test points on the solenoid driver board. There was no patient involvement, and no adverse event reported.